Event description:
The reporter stated during a cardiff cervical spine surgery, the surgeon was unable to securely lock the final, fourth screw into the plate. He removed the plate and screws and replaced them with a different cervical plate and screws. The case was completed with no harm to the pt. There was no delay in surgery.

Manufacturer narrative:
The device(s) involved in the reported incident was evaluated and an investigation has been completed. The cardiff system (plate + screws) was used which included the suspect medical device listed in this report and the following: 25 2124 anterior cervical plate, 1 level 24mm; 25 4512 variable bone screw double lead 4.5 x 12mm. Five bone screws and a cervical plate were returned and all parts exhibited light wear. While the screw in question was not identified to allow for a more thorough investigation, all screws were successfully mated to and locked into the cervical plate when reviewed. One 25-4012 screw does exhibit more wear around the neck than the other three which is likely due to exceeding the specified degree of angulation that is called out in the cardiff surgical technique. During the review of the receiving inspection reports for this lot, it was concluded that all product was manufactured, inspected and accepted for use by the quality control department per the aql level and specified requirements of the rir with no associated nonconformance noted. The cause of the bone screw not securing into the cervical plate is most likely due to excessive angulation of the screw into the site, causing the head of the screw to sit higher than the locking clip of the plate. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.